Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) and ketone level; cause and values pertaining to blood glucose and ketone levels were unknown. Customer delivered a 20 unit correction bolus via pump as an attempt to address bg level, however, bg level did not decrease. Subsequently, customer was hospitalized. No additional information was available pertaining to hospital treatment and release date. A pump system check was performed and confirmed pump functioned as intended at the time of event.